Event description:
A medtronic rep reported the site allegedly experienced an inaccuracy during a spinal case utilizing the o-arm system. The site did not have any additional info regarding the degree or direction of inaccuracy, pt info, instrument info, or point during surgery which the alleged malfunction occurred.

Manufacturer narrative:
The site reported they did not have any pt info. The system was checked out on site and no issues were found. System fully functional.